Event description:
Concomitant devices: radiolucent insertion handle (part: 03.010.486, lot: 8711665, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.523; lot: 8751022; manufacturing site: bettlach; release to warehouse date: march 03, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Material (B)(4) was used with correct hardness after procedure and documented in device history record (DHR) file. Visual inspection: the driving cap/ threaded was received at us cq with the distal tip of the driving cap broken. The broken portion of the device was embedded in the radiolucent insertion handle (part# 03.010.486, lot# 8711665) which was returned as a concomitant device. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not able to be performed as the relevant broken portion was not accessible. Document/specification review: the following drawing was reviewed. Connector for insertion handle material (B)(4) was used with correct hardness after procedure and documented in DHR file. Conclusion: the complaint condition is confirmed as the driving cap/ threaded was received with the distal tip broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the driving cap broke off into the radiolucent insertion handle. No fragments generated. The procedure was successfully completed without surgical delay. This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).